Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient had a medical history of congestive heart failure, coronary artery disease and myocardial infarction. The cause of death is unknown. The patient had been a participant in the post approval clinical surveillance product surveillance registry.